Event description:
It was reported that they received an error code 7 during the lap nissen when using the shears. They used a second disposable and got the same error code as soon as they hit the hand activation button on the front of the generator. They switched handpieces and were able to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 7 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.